Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized and treated with vancomycin injection (1g, intravenous, every 3rd day, repeat) and amikacin injection (125mg, intraperitoneal, once a day) for the event. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, b6, and d10. B5: upon follow-up, it was reported that the peritonitis event was manifested by cloudy pd effluent. Thirteen days after hospital admission, the patient was discharged. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was moved to hemodialysis. At the time of this report, the events of peritonitis and cloudy pd effluent were not resolved. Should additional relevant information become available, a supplemental report will be submitted.